Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following. Disconnected IV, aspirated at flushed IV site. Respiked ivig bottle for remainder of infusion. No adverse event for patient. Who was affected? Patient additional information: hello, 1. Kindly provide the batch/lot number of the product. Unfortunately, we do not have this information as the packaging was disposed of before the staff member reported the event. 2. We will send fedex ID asap. Please return the sample for investigation. Okay, I have the device in my office. 3. Could you please provide a further description of the issue? The patient had an ivig infusion started at 1039 at 38 ml/hr, rates were increased at 1056 to 75 ml/hr, at 1112 to 113 ml/hr, at 1129 tp 225 ml/hr, and at 1146 to 360 ml/hr. At 1200 the nurse hung the second vial of ivig at a rate of 360 ml/hr. At 1230, the father¿s patient notified the nurse that the infusion tubing was broken. The IV line tubing had become disconnected at the y-port closest to the patient. The IV line was now in two separate pieces. The infusion was paused, the nurse aspirated and discarded blood from piv to confirm patency of peripheral IV. Another nurse respiked the second ivig bottle with new line and resumed infusion at 1238, no apparent harm to patient. The staff placed the broken infusion line in a sealed bag and filled out product feedback information.

Event description:
Additional information: hello, 1. Kindly provide the batch/lot number of the product. Unfortunately, we do not have this information as the packaging was disposed of before the staff member reported the event. 2. We will send fedex ID asap. Please return the sample for investigation. Okay, I have the device in my office. 3. Could you please provide a further description of the issue? The patient had an ivig infusion started at 1039 at 38 ml/hr, rates were increased at 1056 to 75 ml/hr, at 1112 to 113 ml/hr, at 1129 tp 225 ml/hr, and at 1146 to 360 ml/hr. At 1200 the nurse hung the second vial of ivig at a rate of 360 ml/hr. At 1230, the father¿s patient notified the nurse that the infusion tubing was broken. The IV line tubing had become disconnected at the y-port closest to the patient. The IV line was now in two separate pieces. The infusion was paused, the nurse aspirated and discarded blood from piv to confirm patency of peripheral IV. Another nurse respiked the second ivig bottle with new line and resumed infusion at 1238, no apparent harm to patient. The staff placed the broken infusion line in a sealed bag and filled out product feedback information.

Manufacturer narrative:
It was reported by the customer that the infusion tubing line broke during infusion. One sample was received for quality investigation. Visual inspection of the sample received shows that the smartsite separated from the tubing at the outlet port of the y-site smartsite. Further inspection under magnification indicates a lack of solvent present on the bonding surfaces. The customer complaint of separation other component - leak was confirmed. The investigation was forwarded to the manufacturing facility for further evaluation of the root cause. After investigation, separation between tubing/y-site (body) could be related to an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. Similar issues have been previously identified and an accessory to be implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. The possible lot numbers of the sample were manufactured before the actions were implemented. The customer did not provide a lot number and therefore the lot number identified was back tracked from the smartsite laser ID numbers on the final assembly. A device history record review for model 2420-0007 with possible lot number 24066775, 24066776, 24066803, 24066871, 24066872, 24066873 and 24075159 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.